Event description:
It was reported that a core wire kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, and release criteria was checked. While checking release criteria the physician attempted to perform a tug test, but stated it felt different than normal. The wds was checked, and it was noted that the core wire of the wds was kinked near the hemostatic valve. The closure device was fully recaptured and removed from the patient. A new wds was then attempted to complete the procedure, but due to the patient's anatomy it was not possible to implant a closure device. There were no patient complications or consequences that were reported to have occurred.